Manufacturer narrative:
Concomitant medical products: product ID 977c165; serial# (B)(4); implanted: (B)(6) 2021; explanted: (B)(6) 2022; other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 25-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had unwanted abdominal paresthesia and lack of efficacy since previous lead revision. Surgeon expressed the opinion that thick scar tissue on lead interfered with simulation. Lead revision was done. 2022-10-06 e2 (rep) rep reported the patient only felt paresthesia in his legs and abdomen. No back coverage with paresthesia based or programming below the paresthesia threshold. There was no physical issue other than the thick scar tissue on the paddle noted by dr. (B)(6) during this most recent lead revision. While original lead does not appear in mstar, replacing the patient¿s previous battery, an itrel 3 with intellis would require replacing the lead.

Event description:
Additional information from the patient indicated that this is the 2nd time pt had the ins put in.the first time (B)(6) 2021 the hcp didn't put the ins in right - caller stated he placed the ins / leads on scar tissue so stim wasn't working for pt. Caller stated a couple of weeks ago the hcp revised the ins and put it where it was supposed to go. The patient then stated that they had an appointment yesterday with the manufacturing representative (rep). They stated that they did not spend a lot of time with pt programming and he had to be at another appt - by the time pt got home he couldn't walk - caller stated stimulation is doing something to his head or body that is not right - caller said she wasn't sure but they turned therapy off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.